Event description:
Obtaining a reading of 220 mg/dl at 5 pm and then took 30 units of insulin, however, 20 minutes later began to feel ill. It was reported paramedics were called thirty munutes later and their device measured 104 mg/dl. Reporter stated being taken to the hosp 104 mg/dl. Reporter stated being taken to the hosp and glucose tested, however, value was not known, but was given an injection. A request was made for the return of the suspect device and replacement product was sent.